Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a company representative in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml; 640 mcg/day; lot number unknown). The patient's indication for pump use was intractable spasticity and cerebral palsy. Per the patient's mother, the patient experienced a return in symptoms, specifically increased tone, tachycardia, and irritability beginning on (B)(6) 2015. No troubleshooting/interventions or dye study had been performed, but the patient was being brought into the operating room to troubleshoot the catheter. Later, information was received from the company representative on (B)(6) 2015, how indicated that exploratory surgery had been performed to see if the patient's symptoms were related to the pump therapy. The healthcare provider (hcp) was able to aspirate and push forward some fluid while getting some resistance, and then "it gave." The hcp felt that the issue was corrected at this point and no further action was needed. Following the procedure, the catheter was primed. Further additional information was provided by the company representative who indicated that per the resident physician, the patient was given oral baclofen (20mg) to take every 8 hours and was also given diazepam. The company representative was not sure if the return of symptoms was related to the pump therapy/catheter. The exploratory surgery was further explained; the catheter had been aspirated and saline was then pushed through the catheter. The resident met resistance initially with the catheter and then the fluid pushed easily, so it was felt that the resistance felt initially was the problem. It was not known if the patient's return of symptoms had been resolved as of the date of this report. Additional information has been requested regarding the patient's medical history, if the return of symptoms were related to the pump therapy/catheter, and whether or not the issue has resolved.